Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire,1.86 mm x 210 cm device was used in an unnamed procedure on (B)(6)2025 and, ¿upon removal of the guidewire from the savory dilator after the procedure the spring tip of the guidewire broke off¿. The procedure was completed without the use of an alternate device and with no delay. Further assessment confirmed no device fragments or components fell into the surgical site, and there was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire,1.86 mm x 210 cm device was used in an unnamed procedure on (B)(6) 2025 and, ¿upon removal of the guidewire from the savory dilator after the procedure the spring tip of the guidewire broke off¿. The procedure was completed without the use of an alternate device and with no delay. Further assessment confirmed no device fragments or components fell into the surgical site, and there was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device dis150 found that the spring tip did detach from the guide wire. Examination found that the detached tip would snap back on the guide wire but would not stay on and would keep detaching. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 12 devices, for this device family and failure mode. During this same time frame 114,000 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. Remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. Guidewire is inserted through the biopsy channel of an endoscope with the spring tip to be located just past the esophogastric (e.g.) Junction into the gastric cavity. The endoscope is then withdrawn. The guidewire should be monitored externally using markings as dental arch reference points before and during dilatation. We will continue to monitor per regulatory requirements to help ensure patient safety.